Manufacturer narrative:
The device was returned, and the evaluation found that the device cannot boot up due to a defective converter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source was unable to boot up. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device not activated" malfunction would likely be a defective converter. Olympus will continue to monitor field performance for this device.